Event description:
It was reported by the rep that the (1) mcl20 was used during a thoracotomy procedure. It was reported that the device produced malformed and unformed clips. There was no consequence to the patient.